Event description:
It was reported that a new dexcom g7 continuous glucose monitor (cgm) paired to the dexcom mobile application but did not pair to the ilet, resulting in loss of cgm data to the ilet and dosing stop warnings. No adverse clinical symptoms were reported, and blood glucose remained unaffected. Outcomes included interruption of automated dosing due to cgm not paired with no reported health impact. User support included guided troubleshooting with unpairing and re-entering the g7 pairing code and advising a wait period for reconnection. Investigation of this case revealed a pairing communication failure isolated to the ilet interface while the sensor functioned with the dexcom app, consistent with connectivity or setup sequencing issues rather than sensor failure. It was concluded, based on previously established findings for similar reports, that the cause was user setup or transient bluetooth communication interference during sensor start and pairing.